Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen and her right hip was broken. The patient developed low back pain and noticed she was receiving shocking sensations. The patient initially thought the sensation were from the scs system, but then felt the issue was from the new pain. Reprogramming identified the stimulation was only on the right side, coverage was lost. X-rays determined the lead had migrated to the right. Follow up identified the patient was to be scheduled for surgical intervention at a future date to address the issue.